Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated. A revision surgery was performed to remove and replace the component. There were no patient complications reported.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis herniated form the space of retzius to the inguinal area. A revision surgery was performed to remove and replace the component. There were no patient complications reported.